Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 7.5f sheath. Reportedly, when inserting the device, there was resistance and the patient reported pain. The device was removed and it was found that the suture came out of the device even though it was not deployed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The irregular appearance was confirmed. The plunger and cuff were in the pre-deployed position. The link was loose. The posterior needle tip was ejected from the posterior needle shank and there was no damage noted. Difficulty during insertion cannot be confirmed as it related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of pain is listed in the perclose prostyle instructions for use, (IFU) as a known adverse event associated with use of suture mediated closure devices. Based on this evaluation, the result of the investigation is undetermined. In this case, it is possible that the needle tip was inadvertently pulled out during removal from the package or during insertion. Factors for pain, include but are not limited to, user fails to maintain correct angle (450) during device deployment. Based on the investigation there is no indication of a product quality issue with respect to manufacture, design or labeling.